Event description:
A patient contacted global technical services (gts) regarding assistance with over-priming the patient line while using the homechoice (hc) during priming. The patient explained the solution had come out of the top of the line so he disconnected the bags to start over with new supplies and needed help removing the cassette. Gts assisted the patient in ending the setup and explained that the patient line cap is vented to let air out and if this occurred again to close the patient line clamp until priming is completed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint was from a home patient (hp) who had a leak coming out of the patient line. The complaint was not confirmed due to a lack of sample. A root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.